Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h4, h6, h11. The rickham reservoir (ID 821625) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, as the exact source of leak was not provided, we could assume that the possible root causes for this issue could be: user exceeds the number of punctures allowed or user uses an incompatible/ inappropriate technique or tool. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The injection part of the IFU (punction number and punction/injection technique) has been updated to prevent this kind of issue under a corrective and preventative action (CAPA).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch: (B)(4). Case from biomarin study: cerliponase alfa observational study. This case is referring to an 11 year-old female participant on (B)(6) 2017, the participant initiated treatment with brineura (dose reported as 200 milligram, qow, intracerebroventricular). The lot number for brineura was not reported. The most recent dose was administered on (B)(6) 2025. On (B)(6) 2024 the participant underwent implantation of intracerebral ventrisculostomy (icv) set (codman, generic). The lot number was 6909320. The catalog and model number was 821625. On (B)(6) 2025, the participant experienced grade 1 device leakage. On the same date, the participant was accessed and examined. The participant's mother reported the leak after the infusion. By the time the participant had been examined, the port had stopped leaking. The participant was awake, comfortable, but had significant dyskinesias that were observed that morning. After discussing with the neurosurgeon, he recommended observation since the port stopped leaking; however, the participant was instructed to return immediately if it reoccurred. It was possible that the needle was dislodged during electrolyte infusion, or there was extravasation of the electrolytes after the infusion. The port was placed in 2024, and it had rarely been used, so a breakdown was not expected. The location of the event was at the clinic. The participant's mother was called that evening and she had reassured the investigator that the port had stopped leaking. No laboratory or diagnostic tests were reported. No treatment for the event was reported. No action was taken with brineura due to the event. The outcome of the event was reported as recovered/resolved on 18-sep-2025. The investigator assessed the event of device leakage as not related to treatment with brineura. The investigator assessed the event as related to the icv device. No other etiological factors were reported. Case comment: device leakage is a well-documented complication of icv device use. The event is assessed as related to the icv device and related to brineura.